Manufacturer narrative:
Additional information provided regarding the event: no medical intervention performed. Reported problem did not affect the outcome of the procedure. Intended procedure completed with another device. Serial number of the device is unknown. Per the reporter, it is unknown at this time if the device is returning for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, the hf-cable, monopolar cord disconnected 3 times from the bovie, then reportedly caught fire during a therapeutic procedure (cystoscopy). The fire was quickly extinguished and did not reach the patient. The procedure was slightly prolonged due to the incident. There were no reports of patient or staff harm. The bovie and cord were removed and replaced. The age of the cord during the event was unable to be determined. The number of uses was also unable to be determined.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has "other" incorrectly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to age-related wear in connection with repeated extreme bending or tensile loads and strong mechanical stress occurring from regular use. In order to avoid such incidents, the instructions found in the instructions for use should be followed. This would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor field performance for this device.